Event description:
It was reported that the base of the cartridge fractured during use. The surgeon removed the cement from the bone canal and used a back up kit to complete the procedure. The procedure was completed as planned, with no additional treatment given to the patient as a result of this event.

Manufacturer narrative:
The product was not received for evaluation by the manufacturer. The root cause was not able to be confirmed. The most likely root cause is that the cement had already started to enter its hardening stage at the moment when the injection was initiated.